Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. During procedure, a side branch (1st diagonal) was also treated (details unknown). On the same day, the patient suffered myocardial infarction (mi). The reported mi was unrelated to the target vessel. The investigator indicated that the reported mi was unlikely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).